Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was rescheduled for (B)(6) 2017 and then it was reported that the patient never rescheduled and there was no further information.

Event description:
Information was received from a health care provider regarding a patient who was receiving 5 mg/ml dilaudid at 0.2996 mg/day via an implantable pump for non-malignant pain. It was reported that the patient came to a skilled nursing facility on (B)(6) 2016 where it was discovered the patient had a pump. The patient's managing physician was called. The patient hadn't been seen by the health care provider since (B)(6) 2016, and the health care provider thought the pump would be alarming because the patient missed her (B)(6) 2016 refill appointment. The patient hadn't heard an alarm. The patient's personal therapy manager was used to check the alarm status. An 8254, low reservoir, error code occurred on (B)(6) 2016. The nurse taking care of the patient was to follow up with the patient's doctor regarding withdrawal prevention and next steps. Additional information received on (B)(6) 2016 noted that the critical alarm was activated and heard. It was believed to be due to an empty reservoir. The patient did not have an health care provider to manage the pump. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-apr-05. It was reported that the patient had not had the pump managed or refilled for an extended period of time, and a critical alarm was occurring. The patient was being taken on by a new primary care physician, who wanted to have the pump checked on (B)(6) 2017 while they attempted to secure a pain management physician. It was noted that patient compliance was an issue. No actions were taken at the time of report, and the issue was considered unresolved. It was unknown if surgical intervention was planned, and the patient's status was alive; no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2018. It was reported that the patient's pump is empty and that the patient has not followed up with any doctor about it. It was stated that thepatient did not have a pump management doctor; the patient thought it was someone in athens, oh, but they stated they have never seen the doctor. The event date was unknown. It was asked, but unknown if there were any inquiries regarding audible alarms. No medical symptoms were reported. It was noted that the reason for the call was to request compatibility guidelines for MRI (magnetic resonance imaging). It was unknown if the procedure was related to the pump, and no symptoms were mentioned. Technical services reviewed pertinent information per the caller's inquiries. No further complications were reported.